Event description:
It was reported sepsis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Two years post procedure, the patient had the closure device explanted from recurrent sepsis believed to be from the closure device. Once explanted, it was observed that the closure device was almost completely endothelialized, but small vegetation was noted.